Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed the cable test during the operational check. There was no patient involvement. The rse discussed the reported issue with the customer. The rse advised the customer to disconnect and then reconnect the cables, which led to the device passing the operational test. The rse noted that the device's time was incorrect and instructed the customer on how to adjust the time in configuration mode. After the customer made the change, they were asked to conduct another operational test, which the device passed, resolving the issue. The device returned to service and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.